Event description:
This patient's rv lead was having sensing issues and the patient expressed the desire to have the entire system explanted and not replaced. When the system came out, it was noted the rv lead had been subjected to clavicular crush.